Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed.  All results were satisfactory.   Sample was not returned to ortho for further investigation.   Email address for contact office in field above is (B)(6). Mxp# 2286076, qerts# 477927.

Event description:
Report 2 of 3 a customer complained after a patient sample failed to react with e(rh3) positive cell 2 of 0.8% selectogen lot vs308 using ortho mts anti-igg grouping cards. The customer reports that the patient has a known anti-e(rh3) antibody. Complainant/complaint reporter: mr alex benedetto - medical technologist date of events: 05 october 2020 reported on: 07 october 2020 by mr alex bendetto to the orthocare helpdesk reagents: 0.8% selectogen lot vs308 expiry date 03 november 2020 manufacture date 01 september 2020 patient information: female; pregnant; known anti-e(rh3) antibody. The customer originally tested this patient for antibody screening using 0.8% selectogen lot vs308 and ortho mts anti-igg grouping card in manual gel method (ortho workstation ID-mts) and obtained a negative reaction with cell 2 of the red cell reagent. The customer then tested this patient for antibody screening using 0.8% selectogen lot vs308 and ortho mts anti-igg grouping card in conjunction with their ortho vision and ortho vision max mts analyzers and obtained consecutive negative reactions with cell 2 of the red cell reagent. The customer tested this patient for antibody screening using an alternative lot of 0.8% selectogen and ortho mts anti-igg grouping card in manual gel method (ortho workstation ID-mts) and obtained a positive reaction (1+ reaction strength) with cell 2 of the red cell reagent. The customer performed a titer on this patient sample in manual gel method and obtained a weak positive result at 1:1. The customer tested this patient for antibody screening using known e(rh3) positive cells of 0.8% resolve panel c and ortho mts anti-igg grouping card in manual gel method (ortho workstation ID-mts) and obtained mixed field reactions with cells 3 and 6 of the red cell reagent. The customer tested cell 2 of 0.8% selectogen lot vs308 for e(rh3) antigen typing using a competitor¿s anti-e product in manual tube method and obtained a positive reaction (4+ reaction strength). No further detail provided. The customer reported that no biased result was reported to the physician and the patient was not harmed as a consequence of the reported events.